Event description:
On (B)(6) 2010, pt had surgery for recurrent mitral valve regurgitation with a mitral valve implant replacement. On (B)(6) 2010, pt returned to surgery for a re-do sternotomy mitral valve replacement due to prosthetic valve vegetation recurrent emboli.